Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
The report event of broken lead was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.